Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The account manager reported on behalf of the customer that on (B)(6) 2018, an a1059 mayfield modified skull clamp slipped while it was used on a patient. The patient was prone on a jackson table. During positioning checks, the anesthesia provider noticed that the patient¿s nose was resting on the 3-pin head rest. After further investigation, a small laceration was noted. A 5-minute surgery delay was reported. The laceration was closed with one staple.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. An investigation of the device manufacturing records was conducted by the manufacturer. This device exceeds its expected life of 7 years. Service history: previous (B)(4). This device was repaired back to full working order and passed all required inspection. Complaint was not confirmed.